Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
It was reported that one of the pigtails was missing and found at the end of the packaging when the nurse removed the universa soft ureteral stent set from the packaging. Since the stent was broken, it was not used, and there was no reported impact to the patient.